Manufacturer narrative:
As returned the inner cavity was miss oriented in outer cavity causing the 'peel tab" of the inner (B)(6) to be sealed into outer cavity and (B)(6). The implant packaging was the concern, therefore the implant was not reviewed. However, the device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral component. An investigation was initiated and concluded that no further actions were required. The failure reported in the complaint is a known issue inherent to the packaging configuration design, and the packaging procedure incorporates steps to mitigate this issue. Inspection of the returned product found that the inner (B)(6) lid was fully sealed, and sterility was not compromised; there was no risk for the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the first thermoformed blister was gripped to the second blister on the packaging.